Event description:
Related manufacturer reference number: 1627487-2023-01498. Additional information received indicates that patient experienced ineffective therapy from both the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial:(B)(6), batch:6209184.